Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device has not been returned for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of approximately 14 years and five (5) months due to severe aortic insufficiency secondary to valve deterioration. The explanted valve was replaced with a 23mm pericardial aortic valve. Per medical records, the valve was dissected out. It was noted that the annulus was quite calcified. There was some adhesion between the post of the prosthetic valve in the wall of the aorta. Once the valve was explanted, the annulus was further debrided. The annulus was sized to a 23mm prosthesis aortic valve. The replacement valve was sutured in position, seated, and sutures were secured. The patient was transported to the ICU in stable condition.

Event description:
Edwards received information that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of approximately 14 years and five (5) months due to severe aortic insufficiency secondary to valve deterioration. The explanted valve was replaced with a 23mm pericardial aortic valve. Per medical records, the valve was dissected out. It was noted that the annulus was quite calcified. There was some adhesion between the post of the prosthetic valve in the wall of the aorta. Once the valve was explanted, the annulus was further debrided. The annulus was sized to a 23mm prosthesis aortic valve. The replacement valve was sutured in position, seated, and sutures were secured. The patient tolerated the procedure well and was transported to the ICU in stable condition. The patient's postoperative course was uncomplicated for the most part. The patient was discharged home with home health services on pod #6 in stable condition.

Manufacturer narrative:
Evaluation summary: customer complaint of aortic insufficiency was confirmed through observed leaflet tears. X-ray demonstrated wireform intact and moderate calcification on the leaflet fragments and calcification nodules on all three leaflets. Host tissue overgrowth was also observed on the returned tissue fragments. Tissue fragments could not be matched up with missing leaflet 3 area. Leaflet 1 had two non-transmural tears approximately 2mm in length on the outflow aspect. Leaflet 2 had a 3mm tear near commissure 2. Leaflets were observed to be thickened and swollen near the tears. Wireform was exposed at commissure 1 and 3 and near leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the outflow aspect and 3mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Sewing ring and cloth and had multiple cuts around the valve.